Event description:
The neopicc was placed via the right antecubital vein without difficulty on the second day of life for prolonged venous access, few veins remaining, and requiring IV antibiotics. After prep, 1.9 PICC was inserted into the antecubital vein without difficulty. Good blood return was noted. It is noted that the catheter also flushed easily. Initial xray showed catheter tip curled in axillae. Line was pulled back and repositioned "after head was repositioned to 12 cm." (*clarification of this comment will be pursued with reporter) repeat chest xray again showed tip curled in axillae. Line pulled back 5 cm to 7 cm for placement in the distal subsclavian vein. Two days later, right arm, chest, and shoulder were noted to be edematous. PICC lined reportedly removed, intact. No further details provided. No further pt complications reported. It is noted that chest xray was done. In 2004.